Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed through visual inspection. Functional testing and visual inspection performed during analysis. Upon further investigation it was found that the downstream occlusion(dso) seal was lifting. The dso seal was replaced.

Event description:
It was reported that there was a damaged battery compartment on the device. The event happened during testing.